Manufacturer narrative:
Reported event: an event regarding patient factors (failure of a periprosthetic fracture to heal post original revision surgery) involving a restoration shell was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: the available medical records were provided for a review to the consulting clinician which concluded, " review of these records confirm multiple revision that were performed for a periprosthetic acetabular fracture. No records were available that would indicate the cause of the fracture. Nor were any records available to document an ill fitting custom triflange acetabular component. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the available medical records were provided for a review to the consulting clinician which concluded that review of these records confirm multiple revision were performed due to failure of a periprosthetic fracture to heal post original revision surgery. No records were available that would indicate the cause of the fracture. Nor were any records available to document an ill fitting custom triflange acetabular component. The exact cause of the event could not be determined because insufficient information was provided.¿ additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised due to multiple acetabular failures. Surgeon reported existing factor of severe osteoporosis. A stryker restoration gap cage was revised.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to multiple acetabular failures. Surgeon reported existing factor of severe osteoporosis. A stryker restoration gap cage was revised.